Event description:
An ocd fe (field engineer) went to the customer site on 11/07/2006, to perform repairs on the ortho provue analyzer. The fe reported that the provue did not dispense fluid.

Manufacturer narrative:
An ocd fe (field engineer) reported that while at a customer site performing repairs to the ortho provue analyzer on 11/07/2005, he identified a bent probe and reported that the analyzer did not dispense fluid during testing. Erroneous results were not reported as a result of this incident. Repairs have returned this analyzer to expected operation. Nevertheless, if this incident were to recur during pt testing (undetected), erroneous results could be reported, which could lead to transfusion of incompatible blood. Instrument malfunction could not be ruled out. Therefore, incident is reportable.